Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon review, their right ventricular lead exhibited oversensing. A gradual increase in impedance was also noted. Programming changes were made. On an unknown date, a remote transmission was received where the patient¿s right ventricular lead exhibited high and out-of-range impedance. On (B)(6) 2018, the lead was capped and replaced. The patient was stable throughout.